Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 463 mg/dl. The buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The correct information has been provided with this report. No button error alarm noted. However act, esc and arrow buttons did not respond due to corroded keypad traces. Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to button keypad anomaly.